Manufacturer narrative:
Updated information: d1 brand name updated d4 catalog number updated h6 med dev prob code removed a140501 and added a140508.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was placed emergently along with va-ECMO for the 52 year old male patient who had deteriorated with the acute myocardial infarction and after the coronary angioplasty. The patient was seen to have deteriorated due to having wide open mitral regurgitation and a chordae rupture. The pump and va-ECMO were supporting when there was suction and gave blood products to remedy and have volume resuscitation. The suction resolved with the blood products and pump remained on for support. The underlying right ventricle weakness and surgery for the mitral and chordal rupture could have contributed to the suction. Suction is a known issue with impella support as described in the instructions for use and may be influenced by patient-specific factors.

Manufacturer narrative:
It was reported the pump was explanted, however the explant date was not provided. B1 product problem was inadvertently omitted on the initial manufacturer device report.

Event description:
It was reported the pump was explanted.

Manufacturer narrative:
D4. Serial and primary UDI number corrected.

Manufacturer narrative:
Updated information: b5 clinical narrative updated and was omitted in follow up #2.

Event description:
Clinical review/rationale: (updated 2026-4-28). An impella 5.5 was placed emergently along with va-ECMO for the 52-year-old male patient who had deteriorated with the acute myocardial infarction and after the coronary angioplasty. The patient was seen to have deteriorated due to having wide open mitral regurgitation and a chordae rupture. The pump and va-ECMO were supporting when there was suction and gave blood products to remedy and have volume resuscitation. The suction/low flows resolved with the blood products and pump remained on for support. The underlying right ventricle weakness and surgery for the mitral and chordal rupture could have contributed to the suction. Suction is a known issue with impella support as described in the instructions for use and may be influenced by patient-specific factors.

Manufacturer narrative:
B2: is death and date of death added. B5: additional event description added. D6a: implantation day, month and year. D6b: explantation day, month and year. H1: type of reportable event added. H6: health effect - impact code added. H6: health effect - clinical code added.

Event description:
Additional information was received from clinical review that reports the impella 5.5 supported for a total of 8 days when the patient expired on the support. The cause of death was not shared by the medical team. The death is being conservatively reported; however, based on the available information, the patient's death is more likely attributable to the reported acute myocardial infarction with cardiogenic shock, presenting in scai stage e, and deterioration after coronary angioplasty. The impella 5.5 was placed to vent the primary support device of the va-extra corporeal membrane oxygenation. The mortality of patients on multiple mechanical circulatory support devices is an expected risk.